Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient received an appropriate treatment and was burned by the lifevest. The patient's physician recommended that the patient use a bandage over the burn. Follow-up indicated that the burn was healing.